Event description:
Additional info received on 6/16/97 indicates patient dissatisfaction - cosmetic - patient felt the ambicor was less satisfactory than the ipp device he had previously.

Manufacturer narrative:
Pump performed within specifications. Cylinders had a fatigue leak.